Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the application software was uninstalled and reinstalled, which did not resolve the reported issue. To resolve the reported issue, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the application software exited to the application launch screen without prompt from the user. It was reported that the issue occurred when verifying instruments. The site relaunched the application and continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.